Event description:
It was reported that during preventive maintenance, the device was found in need of repair as it had damaged screw five pieces and corroded motor. During product evaluation, it was found that the speed was unstable. There was no patient involvement. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: tech found the unit's motor was corroded and the speed was unstable. They also found the unit had damaged screws. Tech replaced the motor and screws, tested the unit, calibrated it, and returned it to the customer. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: switzerland.